Event description:
Surgeon revised programmable shunt for lp placementon the right flank. Physician unsure if the valve was malfunctioning. This is the second revision for this pt for the same problem.

Manufacturer narrative:
The device has been rec'd. Upon completion of the investigation a follow up report will be filed.